Event description:
The patient (B)(6) received an scs system on (B)(6) 2012. The physician inserted the lead into the ipg header according to instructions. However, subsequent testing found invalid impedance measurements for the lead. An x-ray was taken for further interrogation and an issue with the ipg and lead connection was discovered. Surgical intervention was undertaken on (B)(6) 2012 to correct this matter. All issues were reportedly resolved following the revision procedure, and effective stimulation was captured for the pt.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.